Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day port-operatively the patient's electrograms showed a wider qrs complex, with clear capture. The right ventricular (rv) lead had pulled back, lost slack and dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.